Event description:
It was reported that during a da vinci-assisted surgical procedure during a kidney operation, the customer was placing the specimen in the specimen bag. Then the operator discovers a small metal ring/rubber ring loose in the abdomen and wonders what this was. The customer checked the robotic instruments and concluded that the small ring comes from the synchroseal. The metal ring was taken out and the synchroseal was saved for a complaint to intuitive. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no abnormalities were noted. After approximately two hours of use during a nephrectomy involving a large kidney and substantial surrounding tissue, the surgeon reported the breakage issue, believing it stemmed from an internal problem with the instrument itself. Although the instrument collided with other instruments during the procedure, no issues with its functionality were observed, and no fragments fell inside the patient. The instrument was not removed before the breakage as only the specimen placement remained. No post-operative imaging was performed to check for fragments, and the procedure was completed robotically without need for conversion. The patient has not returned with any post-surgical complications related to retained fragments. The instrument and fragment are scheduled to be collected for evaluation, and photographic and video documentation are available for review.

Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.